Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an angiojet® solent¿ dista catheter. The pump, shaft, and tip were microscopically examined and it was observed that there was a broken hypotube at the distal end of the strain relief and also a broken hypotube at the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2016. It was reported there was a failure to prime. An angiojet® solent¿ dista catheter was selected for a thrombectomy procedure. During preparation, they were unable to prime the catheter. They were getting an error code after it primed for a few seconds. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed a broken hypotube.